Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that this unit had a "motor fault" and "vent inop" alarm in the error log. There was patient involvement at the time of the event however there was no harm reported.

Manufacturer narrative:
The vyaire medical failure analysis laboratory received the suspect component, a vela turbine, and evaluated the device. An evaluation of the component duplicated the reported issue and isolated the issue to the turbine interface printed circuit board assembly (pcba) becoming corrupt and failing.